Event description:
It was reported that a novum iq large volume pump under-infused a pitocin bolus after delivery of the placenta in the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter postal code , g3. G3: date received by MFR: the correct date is 2/25/2025 (and not 03/03/2025 which was listed in the original report). Additional information: g2, h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.